Event description:
Customer reported that the insulin pump was not able to upload to carelink. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoirs performed pre-fill reservoirs test per des8654 and IFU d9195886-et2 section 1 to 8. Reservoirs failed per inspection found reservoir transfer guard needle occluded.